Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device evaluated by manufacturer: a medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that surgical plans disappeared after an imaging device acquisition during nexframe procedure. During a deep brain stimulation (dbs) nexframe procedure, after the imaging device acquisition was merged, the surgical plans were no longer available. The dbs planning was done and available for right and left sides. The plans were available. The dbs nexframe module was open and the plans were available on all exams. The nexframe system was fixed, the imaging device was used in acquisition in order to register the patient. The imaging device exam was transferred to the navigation system and the imaging device exam merged with MRI exams. The surgical plans were not available anymore even after changing the reference exam. It seemed like the plans disappeared. Exit from the procedure and access again did not resolve the issue. There was no patient present when this issue was identified.